Event description:
In 2000, following an angioplasty procedure, the puncture site was sealed with an angio-seal device. Medications administered during the procedure were heparin, niroglycerine, integrilin, and plavix. Following the application of the suture clip, an increasing hematoma was noted and a clamp was applied for two hours with no apparent increase in the hematoma. Subsequent to the clamp being applied, the pt experienced a vagal reaction. The pt was transferred to the ccu and placed on an integrilin infusion. The pt recovered rapidly and was discharged in 2000 with only slight bruising to the affected groin. Prior to the procedure, the pt had been receiving lipitor, chronic aspirin (asa) therapy and metoproplol. A pre-placement arterial angiogram was not performed. The closure was not performed by the attending physician but was completed by the resident in the cath lab who was not certified on proper deployment of the angio-seal device.